Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred during a laparoscopic hysterectomy even though an end tone, indicating a completed seal cycle, was heard. The blood loss was described as being less than 200 cc. There was no pt injury and the procedure was completed with a new device.